Manufacturer narrative:
Method: based on ECG and internal memory review of the device. Result: ECG review indicates presence of artifact during deployment. Device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts.

Event description:
Artifact was present during analysis, the subject was not resuscitated. (B) (4).